Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received shocks which exhausted therapy. Additional information obtained from the field which indicated that rhythm was confirmed to be supraventricular tachycardia (svt) thus, reprogramming changes made to address the issue. The device remains in service. No adverse patient effects reported.